Event description:
The medtronic infuse was implanted inside of me during my surgery leaving me with extreme pain and limited physical movement it hurts to move. Product didn¿t work. Trouble walking, contact pain, pain like a toothache all the time. I am in worse shape now than before surgery. I can¿t walk long distances without help. Swelling from surgery. (Feet, stomach, kidneys, liver). Long hospital stay (14 days) because of product. This is second surgery. Lower back problems. Sore at all times. Damaged nerves in my back. My legs shake uncontrollably at times this didn¿t happen before surgery. Disability and permanent damage.